Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose was 400mg/dl at the time of the incident. The customer reported that she was having issues with her pump and giving her high blood glucose. The customer stated her doctor wants her to change some settings on her pump. The customer was assisted with changing carbohydrate ratio and active insulin time. The customer declined to troubleshoot for high blood glucose and just wants to change the settings. The insulin pump will not be returned for analysis.